Event description:
On (B)(6) 2013, the distributer contacted animas, alleging that the display screen was screen was blank. It was noted that there were audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 05/26/2013 device evaluation: review of the black box and download history revealed three different call service alarms recorded on (B)(4) 2013 at 09:21. On investigation, the pump powered on with a fully functional display screen. The pump was able to prime without issue. The pump was exercised for 24 hours without alarms. The pump was opened for investigation and revealed no evidence of moisture, no display screen flex or connector damage, and there was no defect found to interior components of the pump. Investigation was not able to duplicate the issue recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).